Event description:
The customer contacted baxter's technical service center to report a shock on the home choice (hc) machine during use, patient connected in drain. The home patient (hp) stated that they had been shocked from the machine for a few weeks. The hp stated that it was mainly in the legs, knees, and ankles. When the hp is lying down and usually in drain is when this shock occurs. The baxter technical service representative (tsr) verified the information for the swap. The hp had already spoken to the peritoneal dialysis registered nurse (pdrn). The pdrn stated that they were going to help the hp with programming and that the hp had manual supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The reported issue was not confirmed. The assignable cause for the customer reported issue symptom of electrical shock was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.